Event description:
It was reported that the device failed rate calibration (too low). Performed rate accuracy test and it failed, the percent of error was -26.8% (passed range is +-3.4%), failed after calibration and repeated calibration still failed. The issue with this device was discovered during the routine pm. There was no patient involvement/impact.

Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of the pump module failed calibration was not confirmed. The pump module failed rate accuracy testing performed using asm, however the device was then able to be calibrated and the vpmr was adjusted. A log review was deemed not necessary for this investigation. During asm rate accuracy testing, the pump module was found to be above nominal limits. The pump module was calibrated and a new volume per mechanical revolutions (vpmr) was observed. Asm rate accuracy was performed a second time after pump module rate calibration was performed. It was confirmed that the pump module is in specification and operating as intended. Device inspection: an external and intern al inspection of the customer¿s pump module exhibited the following: pump module was received with no instrument seal. Door hinges are intact and functional. Platen, posts/hinge, pins/springs buttons are all intact and not interfering with door operation. The door latch/sear and pivot latch screw is installed and not interfering with door operation. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. All parts inspected are manufactured by bd. There were no other obvious issues or anomalies observed during the inspection of the source device. Overall, the internal components and cable connections were observed in good condition. No signs of contamination were observed. No other obvious issues or anomalies were identified with the source device during the internal inspection. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module failing calibration was not determined. Device history review: a review of the device history record showed the device had a manufacture date of 16dec2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text: device received for evaluation.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed rate calibration (too low). Performed rate accuracy test and it failed, the percent of error was -26.8% (passed range is +-3.4%), failed after calibration and repeated calibration still failed. The issue with this device was discovered during the routine pm. There was no patient involvement/impact.